Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to sticky pump. The pump was repositioned lower in the scrotum due to it was hard to inflate. No components were explanted. No patient complications were reported in relation to his event.